Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced recurrent hypoglycemia, the patient¿s caregiver alleged the patient spent seven percent of their time below the time in range. The caregiver also reported that the patent had a low blood glucose in the 40s while using the system. Events were identified from glucose reports associated with meal announcements for snacks, including instances where ¿less than¿ meal sizes were delivered for snacks with under a quarter of the carbs a usual meal. Symptoms included low blood glucose requiring oral carbohydrate intake. Outcomes included self-treatment with oral glucose sources and return to normoglycemia without medical intervention or hospitalization. Investigation included review of uploaded device glucose reports, user education, and clinical review of meal announcement practices. Investigation of this case revealed use error involving incorrect meal announcement for snacks, the patient and caregiver misunderstood to refrain from announcing small snacks, no device malfunction identified. It was concluded that hypoglycemia was due to improper use related to meal announcement and that education has resolved the issue.